Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear. This device is included in the motor stall due to gear shaft wear notice.

Event description:
The manufacturer representative reported, the patient's pump was explanted and replaced due to a return of pain symptoms. Initially, a catheter revision had been done, but it provided no relief, so it was determined to be an issue with the pump. The drug used in the pump is hydromorphone 5 mg/ml at a dose of 0.9 mg/day. The patient recovered without sequela.